Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of shields are different shades of red causing instrument issues with their sorter and were used after expiration date. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. Evaluation of these photos indicated an incorrect cap. A total of 100 retained samples were visually inspected, and no incorrect color caps were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 3345158, for the indicated failure modes: expired and incorrect cap color. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3: it was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of shields are different shades of red causing instrument issues with their sorter and were used after expiration date. There was no health impact or consequences reported.